Manufacturer narrative:
The manufacturer previously reported a failure of the ventilator's active exhalation control module was observed. The device was evaluated by a third party service center and no malfunction of the active exhalation control module was observed. A disconnected tubing caused the issue. The tubing was reconnected. The device's machine flow sensor was found to be physically damaged and was replaced to address the issue.

Event description:
The manufacturer received information alleging a failure of the ventilator's active exhalation control module was observed. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.